Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the screwdriver handle broke into a couple different pieces. No pieces went into or on the patient. When the handle broke all the pieces fell to the floor.

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part number: 314.05, synthes lot number: 4920179: supplier lot number: yyyyy, release to warehouse date: 17 nov 2005, manufactured by (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system, the returned driver is one of four instruments intended for screw insertion. The returned device was examined and the complaint condition was able to be confirmed as the device¿s handle was found to be broken. The complaint condition was unable to be replicated due to the post-manufacturing damage. The returned condition is consistent with extensive wear and repeated sterilization of the device over an extended lifetime. The handle material is phenolic le grade which is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. The device is 12+ years old (mfg nov-2005) therefore the device age is likely a contributing factor. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the wooden handle of the cannulated 4.0mm hexagonal screwdriver broke while inserting a screw during an unknown procedure on (B)(6) 2017. Another device was readily available and was used to complete the procedure successfully with no delay and not harm to patient. Patient status reported as stable after the procedure. Concomitant device reported: screw (part number unknown, lot number unknown, quantity unknown). (B)(4).